Manufacturer narrative:
Investigation of this event by leica microsystems is in progress.

Event description:
The customer reported to leica microsystems that an operator received an electric shock when moving a peloris tissue processor.